Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator in which the touch screen is not working. This event was reported as having occurred during clinical use however, there was no allegation of harm associated with this report.

Manufacturer narrative:
No patient information provided by the customer.